Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, the delivery system balloon did not inflate. Initially the physician experienced "a lot" of resistance while pushing the 29mm sapien 3 valve through the 16fr esheath. After a great deal of effort, the valve was advanced through the esheath. After final valve alignment and positioning across the native annulus, the balloon would not inflate. The deployment attempt was aborted. Negative pressure was applied to the balloon, at which time, blood aspirated into the atrion syringe. The delivery system with valve (intact) was retracted into the descending aorta. The delivery system with valve were retracted into the esheath and all three devices were removed as a unit. A new 16fr esheath was inserted and a new delivery system/29mm sapien 3 valve were opened and prepped in normal fashion. The second valve was deployed with no difficulty and the patient had no complications. It is perceived that extreme push forces used to get the delivery system with the valve through the esheath, might have damaged the balloon catheter.

Manufacturer narrative:
The edwards delivery system was returned to edwards for evaluation. The device was visually and dimensionally inspected. Visual inspection revealed separation of the inflation balloon from the crimp balloon proximal to the inflation balloon / crimp balloon (I/c) bond, kinks on the flex shaft approximately 2¿ from the flex tip, a slight compression at the flex tip and flex shaft, and flex tip gouges (from valve struts). No other visual abnormalities were observed. No applicable functional testing was performed as the reported complaint for balloon torn was confirmed through visual inspection. Dimensional inspection was performed. Wall thickness of the crimp balloon proximal to the observed separation was measured. All measurements met specification. During manufacturing the delivery system undergoes multiple 100% inspections. These inspections support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint for balloon torn was confirmed. While a definitive root cause was unable to be determined, available information supports that patient and/or procedural factors may have contributed to the reported event. Per complaint description, it was reported that ¿a lot¿ of resistance was experienced while pushing the crimped valve and delivery system through the sheath. The cer also documents that the perceived root cause of the event was, ¿extreme push force used to get the delivery system with valve through the sheath apparently damaged the balloon catheter.¿ therefore, it is possible that the torn balloon may have been caused by excessive force from device manipulation/ handling during insertion/advancement of the crimped valve and delivery system. In addition, although information was not provided on the location and condition of the valve alignment, it is known that performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The damage noted on the flex tip may provide evidence of this occurrence. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon, if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval. Engineering studies relating to balloon tears were performed to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient factors and/or procedural factors may have contributed to the reported events. Additionally, a review of complaint data for march 2017 revealed that the complaint rates did not exceed the control limits for the failure mode. However, at management discretion, a preventive risk assessment was previously initiated for risk assessment of the torn balloon.